Event description:
Device at least 4 years old. Customer heated the element for 30 seconds as per directions. The heated material stuck to fingertips. Treated self with topical antibiotics. 2 fingertips burned with blister.